Event description:
It was reported that the product bag was torn. While unpacking this 6 x 80, 130 cm eluvia drug-eluting vascular stent system prior to use, the inner plastic pouch was noted to be torn. The device was not used.